Event description:
It was reported that this patient died from sepsis related to a defibrillator lead removal. No further information was provided. No additional adverse patient effects were reported.